Manufacturer narrative:
Information was received indicating that alarm errors reported were 1117 check vent: 3.3 v supply failed, 1118 check vent: 5 v failed, and 111b check vent: 35 v supply failed occurred when the device was turned on.

Manufacturer narrative:
The field service engineer (fse) confirmed that the power management board and motor controller board were both malfunctioning and caused the ventilator to display a slew of warnings on the screen. A service quote for the repair has been sent to the customer for approval. The customer accepted the quote, and the fse replaced the power management board and motor controller board. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that during routine maintenance at bench repair, multiple alarm errors were displayed when the device was turned on. It was reported that there was no patient involvement at the time the issue was discovered. Per previous gfe response, the field service engineer (fse) confirmed that the power management board and motor controller board were both malfunctioning and caused the ventilator to display a slew of warnings on the screen. The investigation is ongoing.

Manufacturer narrative:
E1 reporter phone number - (B)(6).